Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing detached from the filter during use and leaked saline from the primed line. The following information was provided by the initial reporter: "they had a couple instances this week where the filter tubing came un-attached from the filter. Used in the oncology clinic. Worried about chemo exposure. No patient/hcp impact at this time. Can you confirm if there was any leakage at time of separation? What leaked? Normal saline from primed line leaked"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo was provided by customer with the complaint of separation. The photo clearly shows the separation between tubing and filter and verifies the complaint. Without further information like a physical sample for testing, the root cause remains unknown. A device history record review for model 10013902 lot number 22089085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing detached from the filter during use and leaked saline from the primed line. The following information was provided by the initial reporter: "they had a couple instances this week where the filter tubing came un-attached from the filter... Used in the oncology clinic. Worried about chemo exposure. No patient/hcp impact at this time. Can you confirm if there was any leakage at time of separation? What leaked? Normal saline from primed line leaked".